Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a representative (rep) regarding the patient. It was reported that the patient's bra irritated the patient's implant "sure." The rep stated that the issue was due to battery replacement. The patient complained that the battery was placed too high at their last implant and was uncomfortable. The patient required relocation of the implant and it was placed in the right flank area. The rep stated that the issue was resolved. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-jun-19. The cause of the battery being placed too high was because the patient asked the surgeon for this placement and then decided that their previous placement was more convenient for recharging and comfort. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, a healthcare provider (hcp) and a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient started having pain around the ins area 3 months prior to the call (around the end of (B)(6) 2018). The doctor wanted the patient to use a lidoderm patch over the ins so information was requested to find out if that patch could be worn over the ins. It was noted the patient was already wearing a fentanyl pain patch on their breast. It was reported the patient was going to see a neurosurgeon. It was later reported a manufacturer representative (rep) on (B)(6) 2018, that a pocket revision had been scheduled to occur on (B)(6) 2018. No further complications were reported or anticipated.